Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt troubleshooting steps, but the display remained unresponsive. Consequently, technical support arranged for a replacement pump. The customer was informed about the replacement process, instructed to use manual daily injections as a backup therapy, and advised on returning the problematic pump.